Event description:
It was reported that the stylus pen of the programmer did not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus pen and the programmer would not calibrate and therefore the overlay was replaced and calibrated. Analysis also found that the power cord door was broken, so it was replaced. The hard disk drive was reconfigured and the current software reloaded. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.